Manufacturer narrative:
Other applicable components are: product ID: 748251, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported shocking sensations in their extension wire as it passed over their right clavicle. It had only happened a couple of times. It was unknown what caused the shocking sensation as the patient denied any injury preceding the event. The patient was seen and the skin/extension/ins visually were examined and palpated in an attempt to reproduce the symptoms. Impedances were checked with the patient holding their neck in various positions with no change in impedances. The impedance of the circuit they were using was normal. Some monopolar impedances were slightly elevated, around 2,200 ohms, but they were using a bipolar configuration. They were unable to reproduce symptoms during their visit and they stated they were unable to provoke the symptoms. The issue hadn't resolved. The patient would schedule an appointment with the doctor in the future but for now they would not have any further information. They may ask for an order for chest x-ray.